Event description:
Pc with history of early osteoarthritis and torn medical "maniscus" to right knee admitted (B)(6) 2015 for right knee arthroplasty. Right knee prepped and draped. Reprocessed stryker tourniquet applied. During the procedure, tourniquet failed, was found to have a leak where hose is sealed on to the tourniquet and could not maintain expected adequate tourniquet support. Right knee scope performed with deflated tourniquet. No harm occurred.